Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects: the channel mount unit contained foreign objects, foreign objects emerged from the distal end, the inside of the light guide lens contained foreign materials, the distal end retained residual liquid, and the z-block (server plug-in) contained foreign objects as well. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.